Manufacturer narrative:
(B)(4). D10 - medical product: psn tib stm 5 deg sz e r catalog # 42532007102 lot # 64624454. All poly patella cemented 35 mm diameter catalog # 42540000035 lot # 64775275 femur cemented cruciate retaining (cr) standard right size 8 catalog # 42502606402 lot # 64638054. Persona cem fem/cem tib/m catalog # 98-0002-400-22 lot # unk. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason. Gross tibia failure and pitting was noticed on the articular surface. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to loose tibial component. Gross tibia failure and pitting was noticed on the articular surface. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10. Excessive wear confirmed on articular surface. Loosening not confirmed on tibia. Visual evaluation of the returned device shows the dovetail feature exhibits damage the art surface exhibits signs of wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g3, g6, h1, h2. Correction: h11. H11: loosening not confirmed on tibia is n/a which was reported on initial report.

Event description:
No further event information available at the time of this report.